Manufacturer narrative:
Continuation of d10: product ID 97745, serial# (B)(6), product type programmer, patient product ID m995402a001, serial# (B)(6), product type product ID 97755, serial# (B)(6), product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4), h3: analysis of the recharger (serial# (B)(6)) found no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) was recharging their ins today and received a software problem 1.intellis 2. 3.6 3. 1346 4. R tminterfaceao.c. Pt said they had been having trouble recharging prior to the software problem for about the last 4 days and mentioned that their rtm got hot when recharging since they started using it day one (event date: asked unknown). Pt said no matter how they sit or lay, they have to constantly keep moving the rtm to get a good connection and they cannot get it to connect with the belt. Pt said the rtm gets burning hot, pt was unsure if it leaves marks of their skin since they have never looked. A new recharger was requested. No symptoms were reported. Additional information was received from a patient (pt) regarding an external device. Rep reports patient (pt) is still having recharging issues. Pt reports it takes a really long time to charge the ins and the recharger (rtm) gets hot while charging. Pt reports it keeps dropping out and they get the can't find device message. Pt reports the battery pack starts at 100% and drops to 30% when charging the implantable neurostimulator (ins) butit takes 2 hours to charge the ins with excellent coupling. The patient was sent a replacement battery pack and controller. No symptoms were reported.